Event description:
Caller reported updating personal settings. Customer experienced a low blood glucose level of 43-44 mg/dl. Customer consumed carbohydrates to address the low level. Technical support helped update basal rate settings and advised consulting a healthcare professional for future updates.